Event description:
It was reported that during an afib case, a perforation of the right superior pulmonary vein was noticed as the ablation catheter was visualized outside of the cardiac silhouette. The caller also reported that a pericardial effusion in the region of the right superior pulmonary vein was confirmed by ice. The caller reported that protamine was administered to the patient. The patient was reported to have been discharged. The following biosense webster devices were used: carto 3, stockert, cool flow pump, smarttouch catheter, mobicat, acunav catheter, decapolar catheter, preface sheath, and a pentaray catheter.